Event description:
On 3/26/99, a lab employee was removing a re-stoppered tube from the centrifuge when the stopper he was holding came out of the tube and fell into the centrifuge causing a splash to the right eye. An exposure report has been filed and the hosp has begun testing on both the patient and the worker. Based on hosp protocol, results are confidential. After further review and evaluation of this incident, this event should have been reported earlier as a reportable malfunction. Reporter inadvertently used the incorrect decision tree which indicated event was not reportable. Reporter has reviewed the procedure and identified the root cause of her mistake.